Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient did not like recharging the ipg. Additionally, therapy was not effective. As a result, surgical intervention was undertaken on (B)(6) 2019, wherein the ipg was explanted and replaced. Effective therapy was restored post-operatively.